Event description:
Reportedly, during patient use, the silence/reset led red was found to be blinking and it was unable to use silence/reset button. The patient was manually ventilated and transferred to another ventilator. There were no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).